Event description:
I use the dexcom 5 continuous glucose monitor (cgm). I have experienced numerous instances of inaccurate glucose readings - both high and low. Dexcom allows a 20% error rate but the differences between the cgm readings and test results from my meter are often in excess of the company's 20% standard. I changed the sensor on sunday evening, 06/23. I was awakened by the alarm notifying me of a dangerously low glucose in the middle of the night. When I tested using my meter, the cgm was off by 40mg/dl. Had I treated the "low" glucose the cgm said I was experiencing, my blood sugar would have shot up to excessively high levels. I reported this to dexcom 6/24 and was instructed to "give the sensor some time to stabilize." On 06/29 during another incident of low readings not substantiated by my meter, I called dexcom and was told by the rep she would send me a new sensor which I should receive by 7/3. I never received the new sensor and had to call dexcom again on 7/5, because I was getting another urgent alarm of a glucose reading of 67 and falling. The reading on my meter was 91 which is outside, though barely so, of the company's accepted 20% error rate. The concerning issues are: the dexcom 5 has been inaccurate and, therefore, unreliable on numerous occasions and; dexcom had no record of my calls reporting problems with the device. The company says it reports problems to the FDA. How can they if they aren't keeping data on problems with the device? What action is the FDA taking to monitor and assure the reliability and efficacy of this medical device? Thanking you, in advance, for a reply to this inquiry, I am, sincerely yours, (B)(6). Diagnosis or reason for use: type 1 diabetes.